Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range shocking lead impedance measurement of 0 ohms detected via the patient remote monitoring system. The patient was recently checked and no electrograms that have noise were detected and all measurements were deemed stable. Boston scientific technical services (ts) suspected for electromagnetic interference (emi) but was not confirmed. Further troubleshooting options were discussed. Additional information was unable to be obtained. At this time, there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.